Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to difficulty in deflation and inflation. There was air observed in the device. The ipp was removed and replaced. No patient complications were reported.